Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the host pc was not booting up. As part of troubleshooting, the fse tried to turn on the host pc by ignition button, but it did not turn on. Fse exchanged the power supply with the host pc, and the power is received by host pc. To resolve the issue, the fse restarted the system, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host computer was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.